Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery after filling the cannula. The blood glucose reading was 436 mg/dl. The customer treated with a manual injection and the blood glucose reading was brought down to 363 mg/dl. Customer declined troubleshooting and reported that he would change the set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.